Event description:
It was observed radiographically at the three month post-op visit that the set screw had backed out of the tulips in the single level pedicle screw construct.

Manufacturer narrative:
Pt was asymptomatic and the surgeon chose to not re-operate.